Manufacturer narrative:
The patient's prior admission was referenced in MFR#2916596-2021-05258. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2021 for a recurrent epistaxis episode. Tamponade and surgical revision with cauterization were done on (B)(6) 2021.

Event description:
It was reported that the patient was discharged to rehabilitation clinic against medical advice due to subjectively good general clinical condition. There were no further epistaxis events following the discharge on (B)(6) 2021. The patient was slightly below international normalized ratio (inr) target range of 1.9 and no change in anticoagulation or antithrombotic medication was performed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported epistaxis as well as a direct correlation to heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , could not conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No product is available for investigation. The relevant sections of the device history records for (B)(6) , were reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit was shipped on (B)(6) 2021. Heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. This IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system in section 1, ¿introduction¿. Section 6, ¿patient care and management¿ also provides information regarding anticoagulation, including the recommended inr values. No further information was provided. The manufacturer is closing the file on this event.